Event description:
It was reported that the pacemaker system recorded two signal artifact monitoring (sam) episodes and exhibited high impedances out of range measurements on this right atrial (ra) lead. Additionally, there was noise oversensing on the sam episodes. The technical services (ts) recommended to bring the patient into office and test the system in bipolar configuration. Additional information was received which indicated that, this ra lead triggered an auto safety lead switch due to fracture. The ra exhibited noisy signals oversensing causing pacing inhibition. The physician decided to replace the lead and connect the new ra lead into the original pacemaker. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker system recorded two signal artifact monitoring (sam) episodes and exhibited high impedances out of range measurements on this right atrial (ra) lead. Additionally, there was noise oversensing on the sam episodes. The technical services (ts) recommended to bring the patient into office and test the system in bipolar configuration. This ra lead remains in service. No adverse patient effects were reported.